Manufacturer narrative:
H6 type of investigation and component code updated. The customer did not return any product for investigation. As no product was returned, a specific root cause could not be determined.

Event description:
The initial reporter received a questionable glucose result for one patient tested with accu-chek inform ii meter. At 9:00 am, the patient was given 10 units of lantus subcutaneously. The initial meter result at 11:30 am was 501 mg/dl. The repeat meter result within ten minutes was 251 mg/dl. On follow-up, another reporter stated that the repeat result was believed to be accurate as this result was more in line with results at the same time on previous days and that they knew the patient had not eaten much to have a result of 501 mg/dl.

Manufacturer narrative:
The serial number of the accu-chek inform ii meter is (B)(6). The qcs passed within 24 hours of the discrepancy. The customer could not confirm if the controls had been opened within three months. The test strips were requested for investigation but have not been received at this time. If the product is received, a follow-up report will be submitted. On a regular basis, accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.